Event description:
Customer reported that an incident had occurred involving a neonate. The neonate was given total perenteral nutrition admixed using the compounder and became bradycardic and hypotensive. Reportedly, the compounder had been used to prepare a non-total perenteral nutrition admixture just prior to the neonate's total perenteral nutrition. This required a change of source solution on a station 6 from a magnesium solution to an unspecified solution. The customer stated that the main issue centered around the flushing of the station 6 line following the change of solutions. It was reported that it is too early to tell the effect on the pt. The unit will be sent to product services for evaluation. Three medwatches were rec'd from customer on 12/7/98. At that time, it was learned that three neonates had what appears to be the same reaction to total perenteral nutrition solutions prepared on the unit following preparation of a non-total perenteral nutrition high concentration magnesium solution. In each case, the same compounder was used.

Event description:
Customer reported that an incident had occurred involving a neonate. The neonate was given total perenteral nutrition admixed using the compounder and became bradycardic and hypotensive. Reportedly, the compounder had been used to prepare a non-total perenteral nutrition admixture just prior to the neonate's total perenteral nutrition. This required a change of source solution on station 6 from a magnesium solution to an unspecified solution. The customer stated that the main issue centered around the flushing of the station 6 line following the change of solutions. It was reported that it is too early to tell the effect on the pt. The unit will be sent to product services for evaluation. Three medwatches were rec'd from customer on 12/7/98. At that time, it was learned that three neonates had what appears to be the same reaction to total perenteral nutrition solutions prepared on the unit following preparation of a non-total perenteral nutrition high concentration magnesium solution. In each case, the same compounder was used.

Event description:
Customer reported that an incident had occurred involving a neonate. The neonate was given total perenteral nutrition admixed using the compounder and became bradycardic and hypotensive. Reportedly, the compounder had been used to prepare a non-total perenteral nutrition admixture just prior to the neonate's total perenteral nutrition. This required a change of source solution on station 6 from a magnesium solution to an unspecified solution. The customer stated that the main issue centered around the flushing of the station 6 line following the change of solutions. It was reported that it is too early to tell the effect on the pt. The unit will be sent to product services for evaluation. Three medwatches were rec'd from customer on 12/7/98. At that time, it was learned that three neonates had what appears to be the same reaction to total perenteral nutrition solutions prepared on the unit following preparation of a non-total perenteral nutrition high concentration magnesium solution. In each case, the same compounder was used.